Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. D4: batch # 492c92. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. Upon visual inspection, the manual override door was noted to be out of position; however, the bailout system was not activated. As additional testing, the bailout door was installed and then, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: to use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The event described could not be confirmed as no damage was found on the bailout door and the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 492c92, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 12/22/2023 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number a9dc4r, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure lap bypass, when the stapler was opened, the manual override flap was loose in the packaging. No patient involved no significant delay reported.